Event description:
The complainant reported that the clinician was performing an anterior floor repair procedure on a female patient (age and weight unknown) using a pinnacle pelvic floor repair kit (date of procedure unknown). During this procedure, the bullet detached from the suture. There was no indication from the complainant of any adverse affect to the patient, as a result of the reported malfunction.

Manufacturer narrative:
The lot number of the pinnacle pelvic floor repair kit is not known; therefore, the device manufacture date and expiration date could not be determined. The complainant indicated that the device will not be returned for evaluation as it has been discarded subsequent to use.